Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for 5 hours for low blood glucose of 34 mg/dl and incorrect sensor glucose values. Customer indicated that the sensor is not reading correctly. Customer also indicated of adhesion issues however, customer declined low blood glucose and adhesion troubleshooting. No further details given.